Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2010 and a total right hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6) 2011 and a right hip revision procedure on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011, left revision operative notes indicated the presence of pain, cloudy fluid, a thickened pseudocapsule, inflammation, metal debris and osteolysis in the anterior wall. The modular head was removed and replaced with a biomet head. The acetabular cup was removed and replaced with a competitor¿s cup. The (B)(6) 2013, right revision operative notes indicated the presence of pain, cloudy fluid, diffuse metallic staining, fibrotic reaction through the joint, a thickened capsule and metallic debris. The modular head was removed and replaced with a biomet head. The acetabular cup was removed and replaced with a competitor¿s cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-03782/-03783/-05791/-05792).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6), 2010 and a total right hip arthroplasty on (B)(6), 2011. Subsequently, patient's legal counsel further reported patient underwent a left hip revision procedure on (B)(6), 2011 and a right hip revision procedure on (B)(6), 2013 due to patient allegations of pain. Additional information received in the december 6, 2011 left revision operative notes indicated the presence of pain, cloudy fluid, a thickened pseudocapsule, inflammation, metal debris and osteolysis in the anterior wall. The modular head was removed and replaced with a biomet head. The acetabular cup was removed and replaced with a competitor's cup. The (B)(6), 2013 right revision operative notes indicated the presence of pain, cloudy fluid, metallic staining, fibrotic reaction through the joint, a thickened capsule and metallic debris. The modular head was removed and replaced with a biomet head. The acetabular cup was removed and replaced with a competitor's cup. Additional medical records were received and revealed patient's blood was tested on (B)(6), 2011 and (B)(6), 2012 this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.